Manufacturer narrative:
The impella 5.5 was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia and an echocardiogram showed the impella 5.5 was positioned slightly deep. The device was pulled back into position and the patient was treated with a bolus of amiodarone and lidocaine. Eventually the impella 5.5 was removed and the patient receive cardiopulmonary bybass.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The pump was returned for investigation. Some clamping marks were found near the motor housing, which do not affect the product's performance during the test. The pump passed the laser continuity test and the optical bench test. The data log shows many intermediate spikes to 200 in the placement signal (ps) during the reported discrepancy in ps numbers by the doctor. There were several pump position in aorta alarms present during the ps spike event. The signal not reliable (snr) was lower than the acceptable range throughout the case. The real time (rt) log was closely reviewed, and it was found that the placement signal and raw optical signal barcodes were independent and did not show any trends in motor current or pump flow during that time. The cause of the positioning issue was not determined since sufficient clinical information was not provided. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. D9 date device returned to manufacturer added. D4 model number was erroneously entered on the initial manufacturer device report number. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H5 was erroneously entered on the initial manufacturer device report number. H6 health effect - clinical code 2130 was erroneously entered on the initial manufacturer device report number. New health effect - clinical code entered.

Event description:
The customer reported that the device exhibited an optical signal issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. Some clamping marks were found near the motor housing, which do not affect the product's performance during the test. The pump passed the laser continuity test and the optical bench test. The pump also underwent pressure and water bucket tests for the optical sensor, and no abnormalities were recorded on the placement signal or the 5s optical signal parameters. The data log shows many intermediate spikes to 200 in the placement signal during the reported discrepancy in ps numbers by the doctor. There were several pump position in aorta alarms present during the ps spike event. The snr was lower than the acceptable range throughout the case. The rt log was closely reviewed, and it was found that the placement signal and raw optical signal barcodes were independent and did not show any trends in motor current or pump flow during that time. The cause of the optical signal issue was not determined since it could not be reproduced on the returned product. Please refer to (B)(4) for aic-related optical issues. The cause of the positioning issue was not determined since sufficient clinical information was not provided. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support. ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.